Event description:
It was reported the maintenance unit had tube issue, the test set up, the hose that went to the leak tester, kept blowing out. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h4, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No light was found on the power switch. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the reported issue occurred due to a faulty power switch. However, the specific cause of the faulty power switch could not be established at this time. Olympus will continue to monitor field performance for this device.